Manufacturer narrative:
The impella cp was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) male patient had impella cp pump inserted in the right femoral for acute myocardial infarction and cardiogenic shock (ami/cgs). It was reported that while on impella support the patient experienced access site bleed. As a result, blood products were administered, amount unknown. Patient's act's were managed between 160-180s. Subsequently, the patient also developed hemolysis for which haptoglobin was administered, the amount is also unknown. No further information was reported.